Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 2.50x24mm taxus liberte stent delivery system (sds) shaft kinked. The device was unable to cross the target lesion and after many complex manipulations the shaft broke into two pieces. The procedure was completed with a different device and no pt complications were reported. Additional info has been requested and is not available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).